Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary and bowel dysfunction urge incontinence. It was reported that to check if the device was working at maximum capacity. Patient said once in a while they felt like the device wasn't working perfectly and they might have an accident. Patient also said they would wake up once during the night to use the restroom, which had been their normal for quite a while. The patient mentioned they restrict liquids an hour or two before they go to bed and try not to be too full of a bladder overnight, but they always wake up once in the middle of the night. The agent asked, and the patient said the accident just happened in the last month and it was their fault because they were home and they could have gone to the bathroom, but they said they could hold a little while longer. Agent reviewed therapy information and general programming guidance. Patient was able to connect to the implant and increase stimulation to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Redirect to doctor if issue persists. Caller mentioned that they have a spinal cord stimulator and when they went for an MRI the images were distorted. Caller stated that even though they went through the proper steps and put the devices into MRI mode , there was still some interference. The caller stated that even though the images were distorted, the hcp was able to gather the information they needed from the images.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the issue was resolved.